Event description:
Per the clinic, the patient experienced swelling and discomfort around the implant site. The issue was treated with an unspecified injection (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent a surgical procedure on (B)(6) 2012, for excision of a mastoid fistula with layered closure and incision and drainage of scalp. It was reported that prior to surgery the patient was treated with antibiotics (type and amount not reported). This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient was hospitalized on (B)(6) 2013 due to infection at the implant site; subsequently resulting in explantation of the device on (B)(6) 2013. The patient was reportedly released from the hospital on (B)(6) 2013. No reimplantation is planned as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013.